Manufacturer narrative:
Approximate age of device ¿ 11 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that thrombosis was suspected. Additional information was requested, but was not provided.

Manufacturer narrative:
Thrombus could not be confirmed through this investigation as pump was not returned for evaluation. Analysis of the submitted log file confirmed slight elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from 15dec2018 through 30dec2018. The pump¿s fixed speed was set to 9200 rpm and pump power, estimated flow, and average pi typically ranged from 5.1-6.0 watts, 4.3-6.0 lpm, and 2.7-6.5, respectively. Slight elevations in pump power and estimated flow were captured on 21dec2018 and 22dec2018 with values ranging from 6.9-7.7 watts and 7.8-9.4 lpm, respectively. These elevations appeared to have been associated with pi events; however, a specific cause could not be conclusively determined through this evaluation. Despite the observed fluctuations in pump parameters, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.